Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, 100% stenosed, proximal left anterior descending artery. Pre-dilatation was being performed using a 2.5 x 15 mm voyager nc and during inflation, at 8 atmospheres, there was a leak noted. When the balloon was removed from the anatomy a tear in the balloon was found. The device was changed and the procedure was successfully completed with a new voyager nc. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Lot number - correction. Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication to suggest a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.